Manufacturer narrative:
Initial reporter's phone number: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suction break during laser cutting of the hood, a little before it reaches the pupil. The suction drop was on the left eye. The right eye was cut and processed normally. The cut could not be completed and the patient suffered a bruise on the conjunctiva. The surgeon plans to operate again (planned for (B)(6) 2018) and to change technique to photorefractive keratectomy. The doctor stated that the patient was under stress. In his opinion, the patient's movement of the eye and tightening of the eyelids caused the break suction .

Manufacturer narrative:
Correction: in initial report field, manufacture date was completed with date 7/1/2013. The information is incorrect as the lot number of the device was not provided and therefore manufactured date is unknown.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no lot number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.